Manufacturer narrative:
The unit was deemed to be unrepairable, and it was recommended the unit be replaced.

Event description:
It was reported the arm were the caster mounts is broken, which could result in the unit tipping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.